Manufacturer narrative:
A device history record review for each of the component lots was conducted. According to the device history record reviews, two lots were reprocessed for an anomaly (septum damage) that could have contributed to the customer complaint. The device history record reviews did not point to a root cause because the lot was reprocessed and the product released met the product¿s acceptance criteria. No additional investigation is required based on device history review. No further anomalies were identified. No additional investigation is required based on device history. A complaint history examination indicates that this is the first complaint received against the trocar component lots for the reported issue. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. No sample was returned and the device history record review of the lot number provided indicated product was released according to the product¿s acceptance criteria; therefore, the root cause for the defect experienced by the customer cannot be determined. Due to not being able to determine an exact root cause for this complaint, a specific action could not be assigned for the reported event. Quality assurance will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A customer reported that the valved trocar cannulas leaked when an instrument was not inserted into the valved trocar during a pars plana vitrectomy procedure. The procedure was completed without patient harm. Additional information has been requested. The product sample is not available for evaluation as it was discarded by the facility.